Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an internal blood leak occurred on a prismaflex oxiris set during continuous renal replacement therapy. The leak triggered a ¿blood leakage detected¿ alarm. The nurses inspected the set up and noted that everything was installed correctly. Blood was not able to be returned to the patient due to a clot. The total loss of blood was reported as 189ml. To make up for the loss of blood the doctor ordered the patient receive a blood transfusion. No further information was available at the time of this report.